Manufacturer narrative:
Results: a sample was returned for evaluation. Foreign matter is confirmed to be blood. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6047912. Conclusion: blood came in contact with the product during the manufacturing process.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter was contaminated on the "blue butterfly wings" where the rn holds the device, before the package was opened. No injury or medical intervention was reported.